Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2021 with cooladvantage petite coolfit coolsculpting developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Reported device coolfit applicator included in voluntary recall. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdominal area on (B)(6) 2021 using a cooladvantage petite coolfit applicator, who developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Correction to h7, the reported devices/applicators are not legacy nor recalled. Disregard h7. Reported applicators: v1802017018017 and v1402017096013. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.